Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted implant. It took twenty turns to deploy the helix into the atrium and after placement, noise, high thresholds and pacing impedance measurements greater than 3000 ohms were noted with the pacing system analyzer (psa) and the device. Efforts to retract the helix were unsuccessful after thirty rotations. A fracture was suspected and therefore, a replacement lead was implanted. No adverse patient effects were reported.